Event description:
It was reported that during a hemorrhoidectomy procedure, the staples were not deployed and bleeding occurred about 500 cc. The mucosa suture was performed to stop bleeding. When the doctor was going to grasp the firing lever, an abnormal sound was heard. It was found that all staples were remained inside the cartridge. Additional suture was performed. The doctor commented that there were 3 hemorrhoids at 3, 7, 11 o'clock direction when the anvil was closed. Each hemorrhoid had a cut line, but they were not completely cut off. One device will be returning.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.